Event description:
The 34mm asd device was implanted during a technically difficult procedure; however, transesophageal echo revealed a reasonable final device position. 2003 the patient developed chest pain and cardiac tamponade (blood on aspiration), the device was surgically removed, revealing a left atrial perforation, and the atrial septal defect was repaired.

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on 29 april 2011 and definite erosion was confirmed.